Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the stylus of the programmer would not calibrate and that the stylus would not align with the arrow on the screen of the programmer. The connection between the overlay and xy printed circuit board was cleaned and reseated. The stylus was re-calibrated. The hard drive was re-configured and the software was reloaded and updated. The programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer would not calibrate and that the stylus would not align with the arrow on the screen of the programmer at all. The programmer has been returned for repair. There was no patient involvement.